Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt/check therapy electrodes) has been confirmed. Upon investigation the electrode belt was unable to complete a therapy electrode recognition test. The cause for the failure was isolated to an broken pulse wire in the cable connecting ECG "a" and "b" and the front therapy electrode. The root cause for the damaged wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode/adjust belt messages.